Event description:
It is reported that during impaction the product disassembled. All pieces were accounted for.

Manufacturer narrative:
Evaluation summary: all lots of this device are being recalled. As returned, the spring clip is fractured. Device history records indicate all components were manufactured and inspected to specification.